Event description:
Philips received a complaint from the customer biomed reporting a disconnect alarm on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue occurs when the device is connected. The bme reported the error occurrence started after a software upgrade. The bme inquired about the possibility to downgrade the software to avoid future recurrence. The rse advised that it is possible, but the high flow therapy (hft) functionality would be lost. The customer bme acknowledged and the rse provided the downgrade information. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) reported to the remote service engineer (rse) that prior to a software (sw) upgrade to 3.00, devices would work with mindray central stations; however, they will not communicate now and give a "vent disconnected" error message even when connected. The bme inquired if the device could be downgraded back to sw version 2.30, and the rse informed the bme that although it is possible to downgrade the device back to 2.30, high flow therapy (hft) functionality would be lost. The bme acknowledged and stated that it would not be an issue. The rse also advised the bme of the sw and how to download from incenter. The rse then provided the bme with documentation on how to gain incenter access. Multiple attempts have been made to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.